Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of output anomaly was confirmed in the laboratory. The device was tested on the bench, and the high voltage output circuit was found to be damaged. The cause of the damaged output circuit could not be determined.

Event description:
It was reported that during a device change-out due to normal eri, hv circuit damage was noted on the device since 2009. The patient was lost to follow-up for several years prior to the device change-out. The device was explanted and replaced. The patient was in good condition following the procedure.